Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-33 (lot: va1sxec); product type: 0200-lead; implant date (B)(6) 2018; explant date (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they messed it up and the patient knew it right after the doctor did it, and mentioned to them that it was done wrong, and they said it was fine, and the patient just had to get used to it and maybe call the manufacturer if they had questions. They ended up going to a different doctor who confirmed that it was placed wrong and left a huge scar. Their new doctor fixed everything including a lead revision and the scar.